Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing and stressing using known good test accessories and test equipment without duplicating the report. The device logs were not available for review. The multifunction cable (mfc) receptcale and mfc cable were replaced as a pre-caution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed the 30 joule self test. Complainant indicated that there was no patient involvement at the time of the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.